Event description:
Caller reported cgm error 42, which affected their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided complete pump reset information, and the caller planned to reset the pump, with instructions to follow up if the issue continues.